Manufacturer narrative:
The device used in treatment was not returned for evaluation, all provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. The probable root causes include storage temperature, and or product failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances . This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that, after applying the allevyn life xl 21x21 ctn10 to protect the intact skin, when it was removed, the residue of silicone adhesive left on the skin. It is unknown how to remove the remained adhesive. No patient harm or delay.